Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument was received and failure analysis found the instrument to have a cracked blade. There was no material found missing. Correction: a review of the provided image shows the distal end of the instrument, there doesn't appear to be any damage to the blade or clamp arm.

Event description:
It was reported that during a da vinci-assisted liver resection procedure the harmonic ace instrument knife head suddenly broke. At the time of the breakage, it was under the lens, so it was completely removed. There was no harm to the patient, no objects fell; the system displayed the prompt "tighten the component". No postoerative tests or additional procedures were performed. The procedure was completed as planned with a back-up harmonic ace instrument.

Manufacturer narrative:
The harmonic ace instrument has not been returned to intuitive for failure analysis. A review of the provided image shows (xxxxxxxxxxx).